Manufacturer narrative:
Adverse event problem: (B)(4).

Event description:
It was reported that the ventilator pressure did not cycle and did not deliver volume. No patient involvement. No adverse effects.

Manufacturer narrative:
Other text: e4 is unknown, no information provided to date. Manufacturing device history record review was not performed because no causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a damaged battery holder. Device also contains a worn serial number label. Functional testing found the device cycled as intended. Other problem was found with the tidal volume out of spec - most probable cause would be a faulty oscillator. Calibration would be needed to correct the tidal volume. Replaced oscillator as a preventative measure and re-calibrated tidal vol control. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken., corrected data: d4 expiration date: not applicable.

Event description:
Additional information was received which stated the event took place while in use with patient but there were no adverse effects.